Event description:
Report of adverse event info about a device that was not manufactured or imported by (B)(6). Five (5) implants placed for all on four, never loaded, 2 implants started failing. Pain, mobility. Refrence report: mw5119224. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).